Event description:
It was reported that multiple nonsustained lead noise episodes were observed via merlin.net transmission. Egms revealed undersensing of ventricular events. No noise was observed on the lead. Programming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.